Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed image disk full error. Review of the log file confirmed the malfunction with the frontal ippc (image processing pc). The same issue had occurred previously in another case ID where the hard disk full error was displayed and the fse resolved the issue by recreating the image disk for the ippc. In the current case, the issue reoccurred and the fse resolved the problem permanently by replacing the ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image disc full error was appearing. The device was inside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the ippc (image processing pc). The device was returned to expected functionality. Philips has started an investigation of this complaint.